Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer had failed and would not open. A field service engineer reconnected the connection and restarted the station, but this had no effect. The field service engineer replaced the controller board, configured the service, and restored it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer needed maintenance and was not detected on the bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.